Manufacturer narrative:
Product event summary the full lead was returned and analyzed. Analysis indicated the outer insulation was ruptured. The analyst noted the lead was returned full of blood in lead body on the proximal conductor. There was found only the outer insulation breached at 17.5 from the is-1 pin, underneath of the anchoring sleeve. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was returned, and upon analysis it was noted that that the lead exhibited insulation damage. There was no patient involved.